Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product problem: analysis confirmed the customer comment of a smell like burning coming from the device when it was turned on, an unpleasant odor was coming from the power supply and the power supply was therefore replaced. Analysis further noted that the printer was noisy while printing and attributed it to the bearing wheels on both the printer drawer and the printer being worn down and both the printer and the printer drawer were also replaced. (B)(4).

Event description:
It was reported that when the programmer was turned on it smelled like burning. The programmer was returned for repair. No patient complications have been reported as a result of this event.